Event description:
Surgeon inserted the fogarty through the bronchoscope into the patient's chest cavity. When he inflated the balloon, he realized that it had popped. An attempt to use biopsy forceps to retrieve the balloon were unsuccessful and "no balloon remnants were found".